Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The endoscope was replaced to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system had endoscope flip issue. The endoscope was replaced however the second endoscope would not recognize. The customer performed a power cycle on the system and this action resolved the issue. An intuitive surgical, inc. (Isi) technical support engineer (tse) remained online with the customer to ensure the issue did not return when giving and taking controls from both consoles. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The unit was analyzed and in the system logs, the 31010 error was found indicating a sterile adapter fault on the usm carriage, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage was inspected, and no faults could be identified. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing. Isi has not received the endoscope involved with the alleged issue to perform failure analysis.